Event description:
During pt positioning, the skull clamp migrated very easily along the scalp, causing a laceration between 12 and 13 cm in length. The pt required sutures but was otherwise stable. Cross reference to uf/importer report number: (B)(4).

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.